Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-03 h6: investigation summary: bd had received 150 samplesof lot 0240241 and lot 0272212 and photos were provided for investigation. The photos were reviewed and the indicated failure mode for coring with the incident lot was observed. Ftir analysis was completed by fkls on the returned samples and the black particles were found to be butyl rubber stopper material. Although the stopper material can give rise to this type of defect, it is mainly thought to be a function of the np end of the acquisition device which has the greater impact. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that foreign matter was found while using bd vacutainer® k3e 5.4mg plus blood collection tubes. The event occurred on two instances. The following information was provided by the initial reporter: on (B)(6) 2020 their sysmex xs-1000i (systemnb: 10003690) gave an error (0 cell count). When looking at the sample, they noticed that the tube contained black particles.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that foreign matter was found while using bd vacutainer® k3e 5.4mg plus blood collection tubes. The event occurred on two instances. The following information was provided by the initial reporter: on (B)(6) 2020 their sysmex xs-1000i (systemnb: 10003690) gave an error (0 cell count). When looking at the sample, they noticed that the tube contained black particles.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0272212, medical device expiration date: 2022-01-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0240241, medical device expiration date: 2021-12-31, device manufacture date: (B)(6) 2020. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found while using bd vacutainer® k3e 5.4mg plus blood collection tubes. The event occurred on two instances. The following information was provided by the initial reporter: on (B)(6) 2020 their sysmex xs-1000i (B)(4) gave an error (0 cell count). When looking at the sample, they noticed that the tube contained black particles.